Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced out infusion set box damage event on (B)(6) 2025. The package was misshaped, sterile and not sealed properly. No further information available.